Event description:
It has been reported to philips that system was not booting up. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up. Fse replaced the host pc cmos battery. After that, the system was returned to use in good working order. Same issue occurred before few days of this event, fse confirmed the issue with host pc hdd slot and changed the host pc hdd slot power cable. The system was working fine. The codes were updated based on the investigation outcome.